Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of below 50 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of admission. The customer was given soda, food, and glucose tablets to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported that they may have over bolused. Troubleshooting was not completed. The customer was also treated for sepsis and lost their transmitter on the way to the hospital. The insulin pump will not be returned for analysis.